Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 36-inch size 0 capio suture during a sacrospinous fixation procedure on (B)(6), 2012. The patient age was reported to be over 18 years.according to the complainant, during the procedure, the needle of the suture was caught in the cage of the capio device, but then detached from the suture. The problem occurred on the first throw of the capio device but it is unknown whether there was some amount of suture still attached the needle. The physician completed the procedure with another capio device with no complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The returned capio device was found to be within specifications; however, a suture needle was present inside the capio cage. The device was actuated with a suture three times and no anomalies were observed. There was no indication of any device defect that could have contributed to the reported failure.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 36-inch size 0 capio suture during a sacrospinous fixation procedure on (B)(6), 2012. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the needle of the suture was caught in the cage of the capio device, but then detached from the suture. The problem occurred on the first throw of the capio device but it is unknown whether there was some amount of suture still attached the needle. The physician completed the procedure with another capio device with no complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4)